Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the broken guide screws and winch. Door switches were adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that an image acquisition system (ias) door was not opening. There was no patient present when this issue was identified.

Manufacturer narrative:
The door winch assembly was returned to the manufacturer for evaluation. Testing found that there were bends and kinks in the cable of the rotor. It was noted that there was no functional problem observed with the assembly.